Event description:
It was reported that a stent damage occurred. A 3.00x24mm promus element plus stent delivery system was used to treat the lesion. The doctor experienced stent deformation at the proximal edge of the stent while attempting to advance the stent delivery system for post dilation.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).